Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump turn off. Customer stated that they turn on pump and it started initialization it went till number 7 and then turn off. Customer stated that they tried it several times but same result. After replacing batteries there was same result. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.